Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"This is a complaint from the market. Administrative no.149p-k2655. As the model number causing the incident could not be identified, no credit or replacement is required. Please refer to the complaint sheet for investigation. Report from the sales rep - an hour and 45 mins later starting from the operation for laparoscopic right -nephrectomy, the customer was slightly aware that inserting hem-o-lok endoscopic appliers (extra large type) into the trocar set on right side abdominal wall possibly caused the black fragment to come off inside patient cavity. However, the customer didn't deny any possibilities that the fragment might come off before he noticed the fragment came off. He/she sent several amr trocars including the event trocar used in the operation to olympus. Please refer to septum cer check list for the information about devices inserted/removed into/from the trocar. Initial investigation report by (B)(4) olympus five(5) seals, five(5) cannulas, four(4) obturators, and one(1) black fragment were returned to olympus. Since the cannulas were detached from the seals in the same bags, olympus could not identify which seal attached to the cannulas aside from ctr03. The following combinations were considered one(1) c0r37, one(1) cts22(or ctr73), one(1) ctr73, one(1) c0r47 and one(1) ctr03. Olympus inquired about which caused the incident, and the trocar causing the incident was determined to be c0r37. The septum of the one(1) event seal was found to be damaged and missing a portion as shown in fig.1. The returned septum portion (size approx.9.0mm×7.4mm, fig. 2) matched to the missing part in shape. No visible damage was observed with the shield and the duckbill one(1) unit with one(1) event seal attached to the c0r37 cannula will be returned to amr for further evaluation. Admin#149p-k2655." Patient status - no patient injury.